Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, a patient experienced corneal decompensation. Additional information was received reporting the patient was hospitalized. A stent shortening was performed, dmek, and additional medications were given to the patient. The surgeon reported that unfortunately they have no data regarding the endothelium before the implantations or before the necessary additional operations because at that time the measurement of the cells did not belong to the scheme. The patients have been measured for current readings. This patient has three devices currently implanted. This report is for the third of the three devices. The patient¿s reported weight is (B)(6).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No clinical data was received associated with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because no clinical data was received associated with this complaint and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative corneal decompensation is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of corneal decompensation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative corneal decompensation is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).